Manufacturer narrative:
Results - product performance engineering was unable to determined a conclusive root cause for the failure to deflate. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the inflation lumen, balloon, and in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was not returned because it remains in the patient. The balloon was loosely folded. The inflation lumen was stretched 5.8 cm distal to the strain relief tubing for a length of 1.8 cm. The sds was returned with another company's used indeflation device and guide wire. The guide wire was returned inserted inside the guide wire lumen. There was no damage noted to the guide wire. The used inflation device was filled with fluid. The overall catheter length was measured and met manufacturing criteria. The overall length was 143 cm. The returned indeflation device, filled with renografin-60 diluted 1:1 with water, was used to pressurize the balloon to rated burst pressure to measure the deflation times. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis of the returned device noted the following: the stent delivery system was returned with blood visible on the inflation lumen, balloon, and in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. All of this is consistent with the reported information that the device was prepared for use, inserted in the body and inflated. The stent implant was not returned, and the balloon was loosely folded, which is consistent with the reported info that the stent was deployed. The inflation lumen was stretched 5.8 cm distal to the strain relief tubing. It is likely that the noted damage to the inflation lumen occurred during use as no damage was noted during inspection prior to use. There was no damage noted to the guide wire and the overall catheter length met specification. The returned inflation device was filled with diluted contrast and pressurized to rated burst pressure to measure the device deflation times. All three attempts to deflate the device did not meet manufacturing specifications, confirming the reported deflation difficulty. Difficulty to deflate an sds can be influenced by, but not limited to, deflation technique, accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast in or out of the balloon, contamination in the inflation lumen and similarly damage to the guide wire and/or inflation lumens which may also obstruct the flow of contrast out of the balloon. To help ensure that this is not a manufacturing issue, a sampling of units is destructively tested to verify device inflation and deflation. However, in this case, it appears that the deflation difficulty is related to the noted inflation lumen damage. The exact cause of the inflation lumen damage is unknown. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint. There is no indication of a product quality issue. The reported difficulty to deflate appears to be related to the operational context of the device. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has previously caused or contributed to patient injury. Device issue: failure to deflate. It was reported that the device was being used to treat in-stent restenosis and upon deployment of the stent, the balloon would not deflate. An attempt was made to deflate the balloon using a syringe to pull negative; however, this was unsuccessful. The balloon was pulled out fully inflated with the other devices as one unit and there were no patient effects. It was noted that the balloon filled slowly with contrast pre-dilatation was reportedly done. No additional event or patient information is available.